Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at the end of hemodialysis using an ak 98 machine, the patient began to sweat and the patient's blood pressure dropped. During the hemodialysis treatment, the ultrafiltration was set to 3.5l/3.5h. The patient's weight was 48.6kg before dialysis and 45.2kg after dialysis. The theoretical ultrafiltration should be 3l, but the actual ultrafiltration was 3.4l in total, with an excess of about 0.4l. The patient was immediately given 0.5l of normal saline for fluid replacement. The patient¿s symptoms improved after the rehydration, and was subsequently observed to be stable. No additional information is available.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. There was no report of the non-baxter technician able to duplicate the event. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.